Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) generated a beeping tones alert due to out of range impedance measurements. The patient was referenced to a physician. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to update the sections b5. Describe event or problem and h.6 adverse event problem. Additional information received, indicates the allegation was attributed to the non-boston scientific right ventricular lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) generated a beeping tones alert due to out of range right ventricular (rv) pacing impedance measurements. The implanted lead is not a boston scientific device. The patient was checked in-clinic and a chest x-ray was performed; no abnormalities were noted. However, the physician suspected lead failure and a replacement was schedule. At this time, the device remains in service. There were no adverse patient effects as result of the elevated impedance.

Manufacturer narrative:
This supplemental report is being submitted to update the sections b5. Describe event or problem and h.6 adverse event problem. Additional information received. Previous information indicated the allegation was attributed to the non-boston scientific right ventricular lead. This statement has not been discarded; nevertheless, product record analysis determined there was a possibility of our device involvement. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) generated a beeping tones alert due to out of range right ventricular (rv) pacing impedance measurements. The implanted lead is not a boston scientific device. The patient was checked in-clinic and a chest x-ray was performed; no abnormalities were noted. However, the physician suspected lead failure and a replacement was schedule. At this time, the device remains in service. There were no adverse patient effects as result of the elevated impedance. Additional information confirmed that the treating physician suspected the elevated impedance was attributed to lead failure. A chest x-ray did not revealed connection problems. At this time, there is no information regarding the lead explant.